Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath in an opened header bag. The guidewire was returned inserted into the arteriotomy locator as well. No tamper tube was returned. Visual inspection revealed that the guidewire was found to be inserted into the arteriotomy locator and the locator was bent. The carrier tube assembly was returned separate from the hemostasis sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. The deployment sleeve latches were visually analyzed, and no deformation was noted. The returned carrier tube appeared to be cut manually throughout the length of the tube and the suture was completely exposed from it. No collagen or anchor was returned for analysis. No other visual anomalies were noted with the returned device. Then, the hub of the carrier tube assembly was dissembled, the tensioner was removed manually. There were excessive blood-like substances observed inside the tensioner hub. The suture was found to be tethered to the spool and there were no turns of suture remaining on the spool. No other gross anomalies were noted. Dimensional testing was performed. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". The measurement was within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Race: british. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the end of a cardiac angiography procedure the doctor attempted to implant an angio-seal device for wound closure in the right femoral artery. The device went into the vessel, however, despite every step made correctly it was not possible to remove the external sheath from the surface of the patient's leg. Additional information was received on 25aug2020. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed and was satisfactory. There was difficulty during deployment. They located the artery as per recommendations, removed the dilator leaving the sheath in the same place, then the angio-seal device was inserted into the sheath, they clicked to set and pulled back to deploy the anchor and attempted to pull back the device to expose the suture, however the device appeared to be stuck. The patient was in stable condition. Hemostasis was achieved by a vascular surgeon being called in to the lab. A significant amount of force was required to pull back on the device however it did eventually come back. The tamper was used to secure the angio-seal plug in place.